Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide after an angioplasty procedure using a 6f sheath. Reportedly, when handling the suture on the second to last step [tightening down the knot], the suture snapped. After testing the other suture end, the suture stayed. The suture had snapped above the knot; the suture end was cut. Manual compression was applied to stop bleeding and achieved hemostasis after 20-30 seconds. Manual compression was conservatively continued. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.